Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : defective device. No patient consequences reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the threaded tip fractured at the end of the retaining stem inserter. Broken fragment was not returned for evaluation. Additionally, device exhibited signs of usage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like applying excessive force in a misaligned position while assembling the device and overloading the material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed for the retaining stem inserter using the returned retaining stem inserter as mating component. Functional test revealed devices could assemble/threaded as intended. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 259807570. Retaining stem inserter. Lot# ab4949979. 1) quantity manufactured: (B)(4). 2) date of manufacture: 22 nov 2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: (B)(4). Device history batch : null. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 22 nov 2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: (B)(4) rev j.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the threaded tip of device fractured at the end. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: defective device. No patient consequences reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the threaded tip fractured at the end of the retaining stem inserter. Broken fragment was not returned for evaluation. Additionally, device exhibited signs of usage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like applying excessive force in a misaligned position while assembling the device and overloading the material. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed for the retaining stem inserter using the returned retaining stem inserter as mating component. Functional test revealed devices could assemble/threaded as intended. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to a device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 259807570. Retaining stem inserter. Lot# ab4949979. 1) quantity manufactured: (B)(4). 2) date of manufacture: 22 nov 2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200721 rev j. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 22 nov 2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200721 rev j.